Manufacturer narrative:
Concomitant medical devices: unknown .035 guidewire; and boston scientific 4.0x20 mustang balloon catheter. Gtin # (B)(4). Phone: (B)(6). Complaint conclusion: a report was received that a 6 x 40mm smart control iliac stent delivery system (sds) failed to cross the target lesion and when removed without patient injury, the stent was noted to be partially deployed. The event involved a male patient undergoing percutaneous intervention of a target lesion in the right external iliac artery. This target lesion was described as 90% stenosed, heavily calcified and moderately tortuous. The patient¿s vasculature was accessed via a contralateral approach via the left common femoral artery and the lesion crossed with an 0.035¿ guidewire. The lesion was then pre-dilated with a 4 x 20mm non-cordis balloon. The site reported that there were no damages or anomalies to the smart control sds or to its¿ packaging prior to use and that the device had been handled and prepped according to the instructions for use (IFU) with no anomalies noted. The sds was advanced but failed to cross the lesion. Attempts to clarify whether the sds was ever in an acute bend or if force was ever required during use have been unsuccessful. The sds was then removed and the lesion re-dilated with the same balloon catheter. The smart control sds was advanced but again failed to cross the lesion and was removed without stent placement. Once removed, the physician noted that there was a gap between the outer sheath and the tip of the catheter and that the stent was deployed ¿a little¿. The site reported that there was no patient injury and/or dissection. Attempts to clarify whether the device was easily removed from the patient or whether the site noted any device kinks were unsuccessful. Attempts to obtain further clarification about whether the locking pin was in place during use or if it was removed have been unsuccessful. The lesion was then treated with additional balloon dilations and the placement of another stent with no reported patient injury. The device was not returned to the manufacturer for evaluation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product IFU warns that the safety and effectiveness of the smart control iliac stents has not been demonstrated in patients with lesions that are either totally or densely calcified. The product IFU instructs the user to ensure that the locking pin is still in place during the introduction of the device. The IFU further details that if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Based on the information available for review, there are vessel characteristics (calcification) that may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the 6x40mm smart control stent delivery system (sds) could not cross the lesion, even after pre-dilation was performed multiple times. After removal from patient, the physician noted that the device deployed a little. There was no reported patient injury or dissection. The device will not be returned. The patient was a male but his age was unknown. The target lesion was the right external iliac artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 90%. It is unknown if the lesion was de novo or if it was inside a previously placed stent. An approach was made from the left common femoral artery. There were no damages or anomalies noted to the smart control sds or the packaging prior to use. The device was handled and prepped according to the instructions for use (IFU) with no anomalies noted. After a guidewire (0.035) crossed the lesion (it is unknown if it crossed without difficulty), a pre-dilation was performed with a non-cordis 4x20mm balloon. The stenosis rate after pre-dilation is unknown. The 6x40mmsmart control stent was delivered to the lesion but it could not cross the lesion. It is unknown if there was difficulty advancing the sds to the lesion. Inflation was performed again with same balloon as pre-dilation but the issue continued. The physician removed the stent from the patient without stent placement, and the physician noted that there was gap between the outer sheath and its tip. Furthermore the stent had been deployed a little. It is unknown if the locking pin was in place during use or if it was ever removed while in the patient. It is unknown if the catheter was ever in an acute bend or if force was ever required during use. The physician stopped to using the stent. It is unknown if the device was easily removed from the patient ir if any kinks were noted on the device after removal. It is unknown if there were any damages noted to the outer sheath. After that the lesion was inflated repeatedly and confirmed there was no dissection. The procedure was finished successfully; however, it is unknown if another stent was implanted. There was no reported patient injury.